Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed on the provided images. The x-rays images of the hand showed an implanted plate and screws. In the images, one screw could be seen backing out; hence this complaint is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition was confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B4/g3: awareness date initially reported as june 25, 2021; should be june 24, 2021.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Partial part number reported as 0x.114.010. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient was implanted with plate and screws. Postoperatively it was identified that one of the most proximal screws of a plate was backing out of the plate, causing pain and had to be removed. Only the one screw which was causing pain got removed. Fracture was healed already and therefore the plate fulfilled its intended use properly. No further information provided. This report is for one (1) unknown locking screw. This is report 1 of 1 for complaint (B)(4).